Event description:
It was reported that a motor stall occurred and recovered within 2 hours. It was also noted that it was ¿believed¿ the device was ¿stopping and starting from the symptoms of the patient." Troubleshooting was noted as ¿reprogramming.¿ the device was replaced and was to be returned to the manufacturer. It was unknown if there was a product issue, it was not known the cause of the issue. The family member reported ¿something was just not right.¿ the doctor was concerned the device ¿might be expiring a few months early.¿ symptoms associate with the event were noted as increased spasticity and intermittent erections and anxiety, the location of the symptoms were legs and ¿private areas.¿ it was noted the event occurred in (B)(6) 2013, as far as the reporter knew, the patient was doing better. The device system was used to infuse lioresal. Device returned. Additional information received reported that it ¿appeared¿ the patient was not getting consistent therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump showed no anomaly found. The catheter was received in segments. Analysis of the catheter showed no significant anomalies; the catheter was incorrectly assembled or sutured.

Manufacturer narrative:
(B)(4) is not applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 07-aug-2017 from the patient¿s mother who reported that for a period of 6 weeks prior to the replacement procedure the patient would have erections whenever he would get out of his wheelchair and be in a horizontal position. Per the reporter, they were like spasms and the patient would have erections and was taken to the ER (emergency room) several times because he was in horrendous pain. The patient was nonverbal which made it more heartbreaking. She would have to lay beside him at night and rock him because he would have a pain that would hit him (she guessed they were spasms but she didn¿t really know) and when the pain would hit him he would curl up. The hcp (healthcare professional) gave them baclofen pills to give him. The patient suffered with it for 6 weeks and finally the patient started shaking and was taking oral baclofen. The first symptom was that the patient was waking up at night and was very uncomfortable. They were still telling her it wasn¿t the pump. The night before the pump and catheter replacement the reporter thought her son was going to die. She packed him up at 4am and went to the ER (emergency room). At that point, he was shaking. They did 3 days of neurological testing on him, continued to give him oral baclofen, and said they were going to replace the pump and catheter. Everything was fine after the replacement procedure. They were told they could never detect that the pump wasn¿t giving the patient the baclofen because the catheter going into the patient¿s spine was broken. The only troubleshooting that had been done was interrogating the pump. The patient lost probably 20 pounds in the 6 weeks prior to the replacement. The patient¿s mother didn¿t know that the original catheter had been in for so many years and thought that maybe that was why it occurred because it was old. She was very thankful that the surgeon took the initiative to take everything out and replace everything which resolved the issue. The patient¿s mother stated that she was frustrated by the event so they had subsequently switched to a different pump managing physician. The patient¿s medical history included premature birth, non-verbal, cerebral palsy, spastic quadriplegia, mental retardation (iq of a 24 month old), and very low speech (patient could tell you when something was hurting him). Concomitant medications included oral baclofen.

Manufacturer narrative:
Product ID: 8703w, lot# j0039915r, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: catheter. Product ID: 8703w, lot# l40755, implanted: (B)(6) 1996, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8703w lot# j0039915r implanted:(B)(6) 2000(B)(6) explanted: (B)(6)2013 product type catheter product ID 8703w lot# l40755 implanted: (B)(6)1996 explanted: (B)(6)2013 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that there was never a motor stall recorded in the logs. It was suspected that maybe there was, but it never came up on the logs. It was stated that the office did not have a copy of telemetry and there was no way to get a copy, as they did not print one out. It was noted that the office printer was down and they had printing issues unrelated to the 8840 clinician programmer. No further complications were reported as a result of the event.